Manufacturer narrative:
Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned for evaluation. An investigation was conducted on 11/19/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. One connector end was observed to be pulled out of its original position, exposing the inner lip of the connector end. The other connector end was observed to be intact. No visual defects were observed. No specific failure was reported, however based on the returned condition of the device and the results of the investigation, the analyzed failure mode ¿break ¿ was confirmed.the certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor was connected and sterilized as one piece with hemopro2 extension cable. Hospital has been re-educated on sterilization of product. No patient involvement.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor was connected and sterilized as one piece with hemopro2 extension cable. Hospital has been re-educated on sterilization of product. No patient involvement.